Event description:
The valve was explanted because the valve seemed to be overdraining. There was also a difficulty to adjust the pressure setting in the high pressure adjustment. The doctor requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 11/19/2008. Results of analysis will be developed in a f/u report.